Event description:
When the customer opened the package, a fiber was found on the clear spike tip.

Manufacturer narrative:
(B) (4). Baxter medical assessment: from visual inspection, the fiber found on the clear spike, which is designed to penetrate the water for injection vial stopper, would likely not pose any significant medical threat, assuming that it is insoluble in water and given that the fiber is large enough that it would have been captured by the in-line filter that lies within the baxject device. However, composition analysis is necessary to determine the solubility characteristics and rule out other possible material incompatibilities or contaminants. (B) (4).